Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event during incoming inspection. As a preventive action a new software installation was performed. It was also noted that the left lower display hinge was cracked from the upper housing of the programmer, some keys were loose from the keyboard, the vvi emergency knob did not work, the keyboard hinges were cracked and there was an error found in the software update history. (B)(4)

Event description:
It was reported that the programmer had a slow start-up even after more reboots. It was not possible to use the repair disk. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.